Manufacturer narrative:
A promus element plus, mr, ous 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged at the distal half of the stent, with struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 3dec2020. It was reported that crossing difficulties occurred. The target lesion was located in the left circumflex artery. The 2.75x28mm was advanced for treatment but was unable to cross the lesion. The device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis revealed stent damage.